Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having yellow wrench with message stating, driveline power fault. Log files showed driveline power fault as mentioned beginning (B)(6) 2023 at 4:20 pm. They did not appear to be any issues with power b conductor/wire. There was no interruption in pump support during these events. Modular cable and controller were exchanged, and it resolved the driveline power fault. Related controller is reported under manufacturer report number 2916596-2024-00043.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via review of the submitted log file. The log file contained information spanning approximately 3 days of patient use (29dec2023 to 31dec2023 per time stamp). Beginning at 16:20:25 on 31dec2023, intermittent pwr_a_broken faults were observed, indicating interruptions in the power a signal. At 16:20:27 on 31dec2023, a corresponding driveline power fault alarm was activated. The power faults intermittently cleared and reactivated a few times; however, the associated alarm latched and remained active until the controller was exchanged at 21:08:49 on 31dec2023. The observed power faults did not impact the controller¿s ability to operate the pump, and the pump maintained a speed above the low-speed limit while the driveline was connected. During functional testing of the returned products, the driveline power fault alarm was able to be reproduced when the modular cable (lot number: 7901392) was manipulated by hand. Resistance testing of the cable¿s inner wires was then performed, and it was found that the black wire (ground a) was electrically open, and the brown wire (power a) produced intermittent indications of an electrical open. The layers of the modular cable were then removed one at a time, and it was found that the black and brown wires had both been broken within approximately ~1 inch of the controller connector bend relief. The observed interruptions in the power a signal could have been caused by intermittent continuity of the power a wire, or by the conductors of the power a wire briefly shorting to the conductors of the ground a wire. The root cause of the driveline power fault alarm was determined to be related to the damaged wires within the returned modular cable. The device history records were reviewed, and the records revealed that the modular cable (lot number: 7901392) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use (rev. C - section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (rev. D - section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.